Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal portion of the lead was returned. Visual inspection noted that the helix was fully retracted with no signs of damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout resistance testing were within normal limits. Insulation integrity testing revealed a puncture hole in the inner insulation. This puncture was likely caused by a stylet or pinching during the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.